Manufacturer narrative:
The evaluation of the customers issue included the review of the complaint text, trending data, labeling, device history records, and historical performance of reagent lot 31331un20. A review of the historical performance of reagent lot 31331un20 evaluation determined acceptable product performance. The device history record review for lot 31331un20, did not identify any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the customers issue. Based on all available information no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported false positive architect troponin assay results for one patient. The customer provided: initial = .57 ng/ml, repeat = 0.04, 0.07, 0.01 ng/ml. Customers normal range is 0.00 to 0.03 ng/ml. There was no impact to patient management reported.